Event description:
The initial reporter stated they had questionable patient results for an unspecified number of patient samples tested with two different assays on the cobas e 411 analyzer (disk system). The customer stated that two patient samples had questionable results for the elecsys hcg test system. Both samples initially resulted in values < 100 miu/ml and when repeated, the results were extremely elevated. The customer provided specific data for one of these two patient samples. The complained sample initially resulted in an hcg value of < 100 miu/ml with a data flag and this value was reported outside of the laboratory. A nurse questioned the value as the result did not agree with the patient's clinical picture. The sample was repeated after a 1:100 dilution and resulted in a value of 158165 miu/ml. The repeat value was deemed correct. The customer noted they also received sample short errors and liquid level detection errors on the analyzer. The hcg reagent lot number was 628293. The reagent expiration date was requested, but not provided.

Manufacturer narrative:
The field service engineer found a pinhole in some tubing. The tubing was replaced. The customer ran controls and these recovered within the customer's expected ranges. H3 other text : na.

Manufacturer narrative:
There were no alarms on the last calibration performed on 11-apr-2023. Quality controls were within range. There was no indication of a reagent performance issue. Upon review of the alarm trace, no relevant alarms were observed. The investigation determined the service actions resolved the issue.